Event description:
It was reported that, "the surgeon attempted to place apex pins in tibia for application of external fixator. Both tibial pins were permanently stuck in the apex pin sleeve."

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.